Event description:
The adjudication report indicated that this the pt's cardiac enzymes were elevated (ck 358 (nl 125, ratio 2.88/ckmb of 9.7 (nl 9, ration 1.078) after the procedure and the pt was diagnosed with a non-q wave mi. ECG was not performed. The day after the procedure, at home, it was reported that the pt had a 24 hour episode of tingling and numbness of the left arm. These deficits completely resolved, and the pt had not had any additional symptoms. The pt noted that these were similar symptoms to the many tia's felt since the initial stroke sustained three months earlier. During the one month visit, the pt complained of numbness of the left arm, stating that the left arm went numb after the procedure. However, the use came back two day after the event, but still had residual numbness, but was able to use the extremity normally. The stroke scale was 2 and the rankin stroke was 0.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.